Event description:
The patient was revised because of an infection.

Manufacturer narrative:
Examination was not possible, as the products were not returned. A search of the complaint database found no prior reports for all reported part and lot number combinations. Provided information states the products are not suspected of failing to meet specifications or contributing to the reported infection. Based on the investigation, the need for corrective action is not indicated.